Event description:
It was reported that the patient underwent an unrelated surgery on and did not turn the ipg to surgery mode. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. It was determined the ipg is in service app mode. After troubleshooting was undertaken by an abbott representative, then the scs ipg was successfully connected to the clinician programmer. Ipg was also successfully connected to the patient's programmer and the issue was resolved.